Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found cracked housing. Functional testing was able to verify the reported problem. Additionally, functional testing identified high-pressure alarms from the dso sensor. It was determined that the high-pressure alarms were due to the psi was out of range. The device was due for service and the faulty dso sensor were the root causes. The device was serviced, and the dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the maintenance counter is at zero. There was no patient involvement.